Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that he had not ate the whole day until 9pm. The customer stated that he treated his high blood glucose with manual injection and then removed the infusion set and the reservoir. The customer declined to troubleshoot for high blood glucose readings.